Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and trace pointers are invalid error alarm. Customer stated that they were in coma and was hospitalized due to low blood glucose on (B)(6) 2022. Customer's blood glucose level was 2.8 mmol/l at the time of incident. Customer was wearing the insulin pump at the time of hospitalization. The device will not be returned for analysis.